Event description:
The customer contacted maquet service to check the light system. Upon arrival on site, the maquet field service technician (fst) evaluated the device and found a broken spring arm. The customer did not provide any information with regards to the circumstances of the breakage. (B)(4).

Manufacturer narrative:
A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. This malfunction was previously addressed in the u.s. Through the device correction.